Manufacturer narrative:
The reported event of lead dislodgement and failure to disconnect was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Visual examination of the lead did not find any anomalies except for procedural damage. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specification. The measured full helix extension length was within specification.

Event description:
Related manufacturer reference number: 2017865-2023-13990 it was reported that low impedance was detected on the right ventricular (rv) lead for some time. During a device change-out procedure, the rv lead was explanted and replaced. An insulation anomaly was noted on the rv lead. During the procedure, the right atrial (ra) lead was dislodged. When extracting the rv lead, the ra lead was connected due to scar tissue formed on both leads and the ra lead was extracted as a result. There were no adverse health consequences, the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-13990. It was reported that low impedance was detected on the right ventricular (rv) lead for some time. During a device change-out procedure, the rv lead was explanted and replaced. An insulation anomaly was noted on the rv lead. During the procedure, the right atrial (ra) lead was also explanted and replaced due to dislodgement. There were no adverse health consequences, the patient was stable.